Manufacturer narrative:
A replacement device was provided to the customer. Physio-control continues to investigate the reported failure.

Event description:
It was reported that the device has no voice prompts, and is displaying all three attention icons. There was no patient use associated with this event.